Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a water leak in the cardioplegia circuit on the cooler heater unit. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr found a loose hose clamp in the cardioplegia plumbing circuit. With the hose clamp tightened and preventative maintenance complete, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.